Manufacturer narrative:
(B)(4). Concomitant medical products: unknown part/lot, femoral stem; m/l; unknown part/lot, acetabular liner; unknown part/lot, acetabular cup. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised. Signs of fretting and corrosion including black corrosion debris, pseudo- tumors and metal debris at the hip-neck junction were found. No further information is available at this time

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient alleged loosening of the prosthesis. The patient further reports that a revision procedure has been recommended due to pain and slipping of the hip. No revision procedure has been reported to date. No further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Neurological evaluation confirmed sensory polyneuropathy consistent with cobalt effect. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient's left hip was revised six years post implantation due to hypercobaltemia, cardiac and neurological cobaltism, symptomatic pseudotumor on anterior capsule of the left hip, signs of fretting and corrosion including black corrosion debris, limited range of motion, metal debris at the hip-neck junction. There were lengthen of the limb resulting in need for a lift in the contralateral shoe. Peripheral neuropathy of unclear etiology cognitive dysfunction and refractive hypertension all problems consistent with systemic cobaltism. Over the past 4 months he has developed progressive pain at the hip consistent with periprosthetic tissue irritation or necrosis. He was therefore indicated for revision. The acetabular component and liner were retained. Revision of the femoral component was performed. Debridement of pseudotumor affecting anterior hip capsule was performed. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00614.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00614.